Manufacturer narrative:
This product is not marketed in the us claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of -16.50/3.0/084 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. Patient experienced excessive vault. On (B)(6) 2022 the lens was explanted and on the same day different surgery a shorter length replacement lens was implanted and the problem was resolved.

Manufacturer narrative:
This product is not marketed in the us claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of -16.50/3.0/084 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. Patient experienced excessive vault. On (B)(6) 2022 the lens was explanted and on the same day different surgery a shorter length replacement lens was implanted and the problem was resolved.

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. Claim# (B)(4).